Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an emergency room. The caller stated that he did not know the cause of death and will not follow-up or further investigate the cause of the customer's passing, because he does not want to know the cause. The customer had heart disease. One hour prior to passing, the customer's blood glucose was 150 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer was not on cgm therapy. The caller declined to upload to carelink. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a small crack on the reservoir tube lip. Date analysis: there is no data available due to the insulin pump received without a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.